Manufacturer narrative:
This report is submitted on august 2, 2022.

Event description:
Per the clinic, the patient experienced a magnet displacement secondary to an MRI. The magnet was replaced on (B)(6) 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on september 29, 2022.

Manufacturer narrative:
Per the clinic, the patient was treated with oral and topical antibiotics (specific date and duration not reported). This report is submitted on august 22, 2022.